Event description:
Dexcom server went down and is still down for some today, (B)(6) 2019. This caused serious problems for the parents of type 1 and 2 diabetics. I am (B)(6) years old and it has been more than 50 years since my diagnosis and I was caused distress by the failure of this device which should work flawlessly. FDA safety report ID # (B)(4).